Manufacturer narrative:
Issue originally reported by user under mw5070862. The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device failed to adequately seal vessels/tissues. It was also reported that the issue involved a serious injury that required intervention.